Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a frayed desktop charger cord for the deep brain stimulation implantable pulse generator (ipg) was observed. Patient representative also mentioned that it takes the patient a long time to charge the implanted neurostimulator, sometimes all day long. Agent reviewed that this can be related to the coupling of the recharger and the patient representative confirmed the patient is charging with good coupling. Patient stated that when they begin their recharging sessions the implant is pretty low. Agent reviewed labeling and charging expectations. Agent redirected the patient to their healthcare provider to further address the issue. Patient will continue to monitor. No patient complications have been reported as a result of this event. [See pe# (B)(4) for the patient representative indicated that the desktop charger cord had become frayed about a week prior and that the desktop charger had been replaced two to three times in the past].

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# unknown, product type. Recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the desktop charger was replaced to resolve the issue and the replacement device resolved the issue however, the end piece is slipping out of the recharger. It does not fit to the recharger and they had to keep reattaching it. Additional info received from rep that the the end piece was dtc pin.

Event description:
Additional information received that the desktop charger cord (dtc) cord wont stay in the recharger and falls out . Caller states it takes the patient a long time to charge . Agent emailed rep for transition to wr.

Manufacturer narrative:
Additional information has been updated with b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating the new cord that was sent for old recharger did not plug in securely to the recharger so the new charger was sent out. The replacement device resolved ins charging issues.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.